Event description:
Latest in situ measurements show 8 electrode channels in status high. Previous measurements from (B)(6) 2015 were normal. No trauma is reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In-situ measurements show 8 electrodes in status high; former measurements were normal. No specific trauma reported.

Manufacturer narrative:
Additional information: according to the currently available information indicates that the complaint is due to excessive mechanical stress to the active electrode, however to determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
In-situ measurements show 8 electrodes in status high, former measurements were normal. No specific trauma reported. Re-implantation is considered but no information about a date for surgery has been received.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.